Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder. Concurrent conditions included hypertensive, abdominal pain, incontinence, urinary urgency, menorrhagia, uterine bleeding, bladder discomfort, anorectal discomfort, cervicitis cystic, adenomyosis, leiomyoma nos, adhesion, perineal pain, paratubal cyst, intestinal adhesion lysis and cystoscopy. Concomitant products included tramadol. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), arthritis ("arthritis"), adhesion ("adhesions"), rash ("rashes"), urinary incontinence ("urinary incontinence") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopy assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, uterine haemorrhage, urinary tract disorder, allergy to metals, arthritis, adhesion, rash, urinary incontinence and dyspareunia outcome was unknown. The reporter considered adhesion, allergy to metals, arthritis, autoimmune disorder, dyspareunia, genital haemorrhage, pelvic pain, rash, urinary incontinence, urinary tract disorder and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder. Concurrent conditions included hypertensive, abdominal pain, incontinence, urinary urgency, menorrhagia, uterine bleeding, bladder discomfort, anorectal discomfort, cervicitis cystic, adenomyosis, leiomyoma, adhesion, perineal pain, paratubal cyst, intestinal adhesion lysis and cystoscopy. Concomitant products included tramadol. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), autoimmune disorder (seriousness criterion medically significant), arthritis ("arthritis"), adhesion ("adhesions"), rash ("rashes"), uterine haemorrhage (seriousness criterion medically significant), urinary incontinence ("urinary incontinence") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopy assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, allergy to metals, autoimmune disorder, arthritis, adhesion, rash and uterine haemorrhage outcome was unknown. The reporter considered adhesion, allergy to metals, arthritis, autoimmune disorder, dyspareunia, genital haemorrhage, pelvic pain, rash, urinary incontinence, urinary tract disorder and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, genital bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.